Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event during the night, was alerted by the ilet, and confirmed a blood glucose of 50 mg/dl. The user treated with oral glucose tablets and reported that glucose returned to range and stabilized, with the cause of the low unclear. Symptoms included no reported clinical symptoms. Outcomes included resolution of hypoglycemia without further complications. Investigation included case review and troubleshooting with user education. Investigation of this case revealed no device malfunction reported and no contributory device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.